Event description:
Manufacturer reference number: 3006705815-2023-00398. It was reported that the patient experienced discomfort at the ipg site and ineffective therapy. Troubleshooting revealed ipg migration and high impedance on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was explanted and replaced to address the issue. It is unknown which lead caused high impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial:(B)(6) , batch: a000096447.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.